Event description:
It was reported that pump battery did not show correct percentage. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no additional information was received regarding the outcome of the event.